Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and deliver a bolus, which was completed successfully. A one-time pump replacement was arranged, with the customer switching to an alternate insulin delivery method in the meantime.